Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons had become unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4)- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, the keypad was removed and no defect was found. Unrelated to the complaint, the audio bolus button was unresponsive. The audio bolus button was intact and when removed corrosion was found on the bolus button contacts; a bolus button leak was found. The battery cap threads were worn and the cap spun in place when attached to the pump. No power issue was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.